Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a non-penumbra aspiration catheter, and a non-penumbra guide catheter. During the procedure, the physician advanced the velocity and aspiration catheter over a guidewire into the target location. Next, the physician removed the velocity and guidewire to initiate aspiration with the catheter. The physician was then reinserting the velocity over a guidewire through the rotating hemostasis valve (rhv) to place the aspiration catheter in the internal carotid artery (ica) and noticed the velocity was broken in half. It was reported that half of the broken velocity was inside the guide catheter and the other half was outside of the patient. Therefore, the physician was able to pull and successfully remove the broken velocity out from the aspiration catheter. The procedure was completed using a new velocity, the same guide catheter, and the same aspiration catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Manufacturer narrative:
Evaluation of the returned velocity confirmed a fracture on the catheter shaft. If the velocity is mishandled at an angle during advancement, damage such as a kink and subsequent fracture on the catheter shaft may occur. Further evaluation of the device revealed a kink on the catheter shaft. This damage was likely incidental to the complaint and may have occurred during packaging for the device return. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.